Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient experienced endocarditis. The implantable cardioverter-defibrillator system was explanted on (B)(6)2019. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.